Event description:
Two (2) ercp disposable caps were placed on scope tested and came off. Luckily, we have a very diligent/experienced tech that was testing them. These would have fallen off in the patient and could have gotten into the airway. They were different lot numbers. Lot h5y25 and lot h5y21 both exp: 2028-10-31. Pt code: 4582. Device codes: 2907, 3015. Ref report: mw5186155.